Event description:
After pre-dilation, the physician had deployed a complete self expanding (se) peripheral bare metal stent system in the left common iliac of a patient, which was reported to be not too tortuous or calcified. However, after full deployment at the intended position, resistance was felt due to the tip getting caught on the deployed stent and the proximal edge of the stent was pulled backwards approximately 1 cm. After this event, the delivery catheter was removed without difficulties. Further ballooning the proximal part of the stent was performed, and the stent assumed the intended position. An additional stent was also implanted. No patient injury occurred and no clinical sequelae were reported

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed - device not returned. Evaluation conclusion: unable to confirm complaint.